Event description:
The st. Jude medical representative reported that the device was exhibiting noise on the ventricular lead and that increase in lead impedance was also noted. The change in lead impedance and noise on the egm was indicative of a lead fracture. The lead was replaced.

Manufacturer narrative:
This report in its entirety was completed solely by st. Jude medical, inc., crmd